Event description:
Healthcare professional reported injecting a patient in the jawline/chin area with 0.7 cc of juvéderm® volux¿ and patient experienced a ¿vascular occlusion, purple discoloration, sluggish cap refill, and discomfort¿ at the injection site as well as the chin, lower lip, and lower gums. An ultrasound performed that day resulted with ¿collection of filler visualized." Patient was treated with a hyaluronidase injection with ¿30 g needle to flood the chin¿ and again the same day with ¿25 g needle with ultrasound guidance to filler/submental artery.¿ the patient was seen the next day and again 2 days later, and "capillary refill is improving".

Manufacturer narrative:
Suspect product: lot number 963/2. Health effect - impact codes: f2203. Type of investigation code: b15, b18, b20. Investigation conclusions code: d1101. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Additional information reported symptoms fully resolved approximately three months after onset.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.